Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.

Event description:
The pt programmer repeatedly displayed the 'call your doctor icon?' Accompanied by an 'out of regulation?' Messages when the pt tried to increase stimulation. The pt could clear the message then go back to the program and increase stimulation. About a week later the programmer displayed a stuck button screen. The pt was sent a replacement programmer. Additional info has been requested, a follow-up report will be sent if additional info becomes available.